Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems and dyspareunia. No additional information was provided.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection and hematuria. No additional information was provided.

Manufacturer narrative:
It was reported that at the time of mesh implantation the patient underwent the concurrent procedure of cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03539. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2014 due to chronic pain and erosion of anterior vaginal mesh.